Event description:
Brush head came loose from the genius hand piece mid-brushing / connection was suddenly wobbly - oral-b [device connection issue]. Brush head...stopped rotating - oral-b [device physical property issue]. I¿m wondering whether lidl might be offering b-stock or cheap goods - oral-b [suspected counterfeit product]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head came loose from the oral-b toothbrush handle, type 3765 mid-brushing. The connection was wobbly and it stopped rotating. They wondered whether they might be b-stock or cheap goods. No injury was reported. 12-sep-2024 follow-up via e-mail: the concomitant product lot was bc811300944. No injury was reported. 03-dec-2024 case update from information initially received on 21-nov-2024: the suspect product lot was 19122. No injury was reported.

Manufacturer narrative:
11-dec-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head came loose from the genius hand piece mid-brushing / connection was suddenly wobbly - oral-b [device connection issue] brush head...stopped rotating - oral-b [device physical property issue] I¿m wondering whether lidl might be offering b-stock or cheap goods - oral-b [suspected counterfeit product]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head came loose from the oral-b toothbrush handle, type 3765 mid-brushing. The connection was wobbly and it stopped rotating. They wondered whether they might be b-stock or cheap goods. No injury was reported. 12-sep-2024 follow-up via e-mail: the concomitant product lot was bc811300944. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.